Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc inspected the device and confirmed the following; the reported phenomenon was not reproduced, but the endoscopic image was noisy when the video connector was rocked. There was an abnormality in the watertight part of the remote switch. The adhesive of the bending section was broken. There was an abnormality on the appearance of the connector. The angulation was not fixed sufficiently due to the deterioration of the friction plate. The remote switch 1 was difficult to work due to the breakage of the switch board. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by breakage of the image sensor unit, defect of the circuit board inside the video connector or of the video system center connected to the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the procedure, the endoscopic image suddenly disappeared. There was no report of patient injury associated with the event.